Event description:
It was reported that the barrel reamer was tightened in the unusual way. It was reported that the reamer assembly began to spin freely against the reamer shaft. It was reported that the event did occur during medical procedure and during use of specific instrument. It was reported that there was pt involvement with a delay in surgery of 2 mins, and no adverse consequences, and procedure was completed successfully.

Manufacturer narrative:
Once the investigation has been completed, any additional info will be reported in a supplemental report.